Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and increased capture threshold were observed on the right ventricular lead. The device was reprogrammed and the lead is anticipated to be replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the lead was capped and replaced.